Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reported that they are getting intermittent gas readings on this multigas unit. This happens very often and that they can usually correct it by powering down, unplugging, reconnecting, and powering back on. However, this seems to happen all the time, especially during live cases, and the customer is looking for options to resolve this issue. The unit is being exchanged. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the multigas unit was giving intermittent gas readings. This was happening often during cases. The issue could usually be corrected by powering down, unplugging, reconnecting, and powering back on the unit. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multigas unit was giving intermittent gas readings. This was happening often during cases. The issue could usually be corrected by powering down, unplugging, reconnecting, and powering back on the unit. The unit was sent in for an exchange. No patient harm was reported. Investigation summary: the multigas unit's sn is lower than (B)(6) and had a different design from the newer units that start at sn (B)(6). As such, the unit could not be repaired. The device needed the gas sensor, (part # cd-314p) to be replaced. The gas sensor is a replaceable component, where the longevity is dependent upon the following factors: · instrument and parts must undergo regular maintenance inspection at least every 6 months. · if stored for extended periods without being used, make sure prior to operation that the instrument is in perfect operating condition. · water trap should be replaced every 4 weeks or as indicated on the device. · ensuring the environment is optimal as described in the operator's manual. As indicated under ticket 127139, there is no other evidence suggesting predisposition to early failure. The likely cause is a lack of on-time preventative maintenance. Due to limited information available regarding routine maintenance, the root cause could not be determined. Additional information: b4 date of this report? D9 device available for evaluation? G3 date received by manufacturer? G6 type of report? H2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes?